Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump alarm system was not working properly; alarm would sound when set to vibrate. Cause could not be determined. Customer continued to use pump for insulin therapy. Customer's blood glucose was 204 mg/dl.